Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. (B)(4).

Event description:
It was reported that patient underwent knee arthroplasty on an unknown date. Subsequently, an upcoming revision procedure had been indicated for an unknown reason. There has been no reported revision procedure to date.